Event description:
Baxter reports pt line tubing of homechoice set separated from transfer set during the initial drain phase of homechoice treatment. Affiliate reports connection was secure prior to treatment. No pt injury or medical intervention required per affiliate.